Event description:
It was reported through the filing of a lawsuit that the patient allegedly had loosening, instability and dislocation as a result of his use of the trident system. It is further alleged that on or about (B)(6) 2007, the patient underwent revision surgery of the right hip.

Manufacturer narrative:
The following other hip devices were also listed in this report: unknown trident alumina insert; unknown alumina head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding shell loosening involving a trident psl ha cluster 56mm was reported. The event was not confirmed. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as medical records, x-rays, and the reported device are needed to complete the investigation for determining the root cause.

Event description:
It was reported through the filing of a lawsuit that the patient allegedly had loosening, instability and dislocation as a result of his use of the trident system. It is further alleged that on or about (B)(6) 2007 the patient underwent revision surgery of the right hip.